Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-23630. Related manufacturer reference number: 2017865-2020-23631. It was reported that the pacemaker, atrial lead, and right ventricle lead were all explanted due to underlying infection. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.